Event description:
It was reported that the lead was found dislodged one to two weeks post implant. The lead was repositioned. After four weeks, there was a second dislodgement. The physician decided to explant and replaced the lead. No patient complications have been reported as aresult of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. The distal low voltage electrode of the lead was covered in body tissue/fibrotic growth. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.